Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v284952, implanted: (B)(6) 2010, product type: lead. Product ID 3888-45, lot# v410587, implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient could tell that the leads had been broken for the past 5-6 years because they didn¿t have the same "kick." There were no reported complications and no further complications were expected. Patient was implanted for degenerative disc disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.